Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device code. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead tip was bent so a new lead was used instead. Also, this lead was discarded by the hospital.